Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part number: 357.417; synthes lot number: 7681054; supplier lot number: n/a; release to warehouse date: 09dec2014; expiration date: n/a; supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible hexagonal screwdriver coated broke during a trochanteric femoral nail advanced (tfna) procedure on (B)(6) 2019. It broke when the surgeon was tightening down the internal locking mechanism of tfna. There was no problem in the case, a second newer flexible hexagonal screwdriver coated in and surgery proceeded with no problem. It is unknown if there was surgical delay. Patient outcome is unknown. This report is for one (1) 5.0mm flexible hexagonal screwdriver coated. This is report 1 of 1 for complaint (B)(4).